Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they felt vibration in their legs and the issue began the whole time they weren't able to charge their implant. Patient noted they had appendix surgery and a bunch of health issues and they were sick all the time. The reason for call was patient reported they were having issues charging their implant and the issue began a little over a month ago. Patient stated they hadn't been able to turn their stimulator on for a while because they had appendix surgery and they weren't feeling very good. During the call patient denied visible damages on the recharger and controller charging port. Patient confirmed they were able to charge the controller but couldn't charge the implant. Patient connected the recharger and patient got no device found. Patient then got connect the recharger even though the recharger was already connected the issue was not resolved. An email was sent to the repair department to exchange the recharger. Patient stated without the stimulation they felt like 'dying'. Patient called back and stated they received the replacement recharger and they got no device found. During the call patient pressed recharge and patient still got connect the recharger even though the recharger was already connected. A controller was sent. Additional information was received from a patient (pt). It was reported that the caller stated already documented info about getting new equipment but they could still not recharge the implantable neurostimulator (ins). They did not have the equipment with them and wanted to meet with a manufacturer representative (rep) in their area. Agent provided caller nas phone number and redirected to healthcare provider (hcp).